Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking at the roller clamp. This event was further described as ¿that every time the patient opened or closed the roller clamp, fluid would come out¿. This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment as precautionary measure. No additional information is available.

Manufacturer narrative:
Correction: d4: catalogue #. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.